Event description:
Reporter indicated that vns patient was hospitalized due to an episode of status epilepticus and that the patient had also aspirated. Treating neurologist indicated that he thought that there might be a problem with the vns and that he planned to replace the system. The patient reportedly falls often and has multiple bruises from the falls. X-rays reviewed by neurologist did not reveal any discontinuities in the ncp system. Normal mode device diagnostic testing was within normal limits, indicating proper device function. Further follow-up revealed that the patient's generator was replaced. After being released from the hospital, the patient was again admitted with seizures and was having some cardiac arrhythmias. Treating neurologist indicated that the arrhythmias were due to the high dosages of medications that the patient was given to break the seizures (IV dilantin).